Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All samples (retains and controls) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® cpt¿ mononuclear cell preparation tube, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: we received concerns from the end user that there is some serious issue [even after multiple centrifugation (1500gx 15min) the blood doesn¿t go below the in-filled ficoll layer (image attached for reference) with cpt tubes (lot#1202402, expiry 2022-07-31),the end user cannot use the existing lot because precious blood collected from six subjects are wasted. They can¿t risk collecting more blood from more subjects using the tubes in the same lot#.

Event description:
It was reported when using the bd vacutainer® cpt¿ mononuclear cell preparation tube, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: we received concerns from the end user that there is some serious issue [even after multiple centrifugation (1500gx 15min) the blood doesn¿t go below the in-filled ficoll layer (image attached for reference) with cpt tubes (lot#1202402, expiry 2022-07-31),the end user cannot use the existing lot because precious blood collected from six subjects are wasted. They can¿t risk collecting more blood from more subjects using the tubes in the same lot#

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.